Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 h6 patient code: 3191 (no code available) - corneal surgery, unknown indication manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with dafilon suture breakage. During a corneal transplant, it was noted that the suture broke 4 times. The technique employed had been continuous and separate and the area of use was in ocular connective tissue. The procedure was completed successfully and suture was eventually placed. Postoperatively, on the next day, air was injected in an attempt to expand the patient's cornea. During the air injection, the dafilon suture ruptured. The patient required another surgery and his condition was reported as stable. Additional information was requested.

Manufacturer narrative:
Samples received: 43 unopened pouches. Analysis and results: there is one previous complaint of the same code-batch but it is regarding other issue (needle detachment). We have received 43 closed samples to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirement of the european pharmacopoeia (ep): 0.033 kgf in average and 0.028 kgf in minimum (ep requirement: 0.010 kgf in average). We have also tested the linear pull tensile strength of the closed samples received and the results fulfil the requirement of united states pharmacopeia (usp): 0.045 kgf in average and 0.041 kgf in minimum (usp requirement: 0.019 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. According to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.